Event description:
As reported, approximately six years post initial left side tka, this male patient visited his surgeon and is pending a revision due to osteolysis. No additional information available.

Manufacturer narrative:
Concomitant medical products: logic tibia ps mod insrt sz 3 9mm (cat# 02-012-35-3009); lgc tibial fit tray cem sz 3f / 2t (cat# 02-012-45-3020); three peg patella 32mm (cat# 200-02-32); fluted stem extension 25l x 14 mm (cat# 204-34-02); tibial stem ext. Screw (cat# 204-70-00). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported may have been the result of a combination of the patient¿s nickel allergy and osteolysis, possibly related to wear of the tibial insert. However, this cannot be confirmed because wear of the tibial insert was not reported, no radiographs or images of the revised components were provided, and the devices were not returned to exactech for evaluation. The most probable root cause associated with the reported event of ¿osteolysis¿ is associated with destruction or disappearance of bone tissue likely related to weakened integration of an implant at the bone-implant interface.